Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that lead integrity alert (lia) was triggered. The lead was capped and replaced. No patient complications have beenreported as a result of this event.